Manufacturer narrative:
(B)(4).

Event description:
Attempts were made to get more information pertaining to this event; however, the device remains implanted and in service. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a remaining longevity estimate of 9.5 years in (B)(6) 2014, and 6 months later in (B)(6) 2015, it was 6.5 years. Premature battery depletion is alleged. The device remains in use. No adverse patient effects were reported.